Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the atrial output connector is broken. Analysis also found both bail covers are broken, battery contacts are compressed, and battery drawer o-ring is stretched. (B)(4).

Event description:
It was reported the av (atrial/ventricular) port is broken. The device was returned for repair. No patient complications were reported as a result of this event.